Event description:
Event verbatim [preferred term] burns on my back/burning sensation [thermal burn]. Case narrative:this is a spontaneous report from a contactable consumer through a (B)(4) sponsored program, thermacare (B)(6) page. A patient of unspecified age, ethnicity and gender started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from an unspecified date for an unspecified indication. Relevant medical history and concomitant medications were not reported. The patient reported "I used this product as directed for my back and within minutes, I had a burning sensation. I've had to seek medical attention for the burns on my back" on an unspecified date. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. No follow up attempts are possible. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of thermal burn as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Comment: based on the information provided, the events of thermal burn as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burns on my back/burning sensation [thermal burn] , . Case narrative:this is a spontaneous report from a contactable consumer through a pfizer sponsored program, thermacare facebook page. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from an unspecified date for back. Relevant medical history and concomitant medications were not reported. The patient reported "I used this product as directed for my back and within minutes I had a burning sensation. I've had to seek medical attention for the burns on my back" on an unspecified date. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to amend previously reported information: malfunction was left blank, and final report was unticked. Company clinical evaluation comment based on the information provided, the events of thermal burn as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. A causal relationship between the device and the event cannot be ruled out., comment: based on the information provided, the events of thermal burn as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. A causal relationship between the device and the event cannot be ruled out.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] burns on my back/burning sensation [thermal burn] , . Case narrative:this is a spontaneous report from a contactable consumer through a pfizer sponsored program, thermacare facebook page. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from an unspecified date for back. Relevant medical history and concomitant medications were not reported. The patient reported "I used this product as directed for my back and within minutes I had a burning sensation. I've had to seek medical attention for the burns on my back" on an unspecified date. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. The product quality complaint group provided the investigation results as follows. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Amendment: this follow-up report is being submitted to amend previously reported information: malfunction was left blank, and final report was unticked. Follow-up (20mar2020): new information from the product quality complaint group included: investigation results. No follow-up attempts are possible. No further information is expected., comment: based on the information provided, the event of thermal burn as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. A causal relationship between the device and the event cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. No further investigations or actions are suggested at this time.